Event description:
It was reported that the patient was deceased. Review of a remote pacemaker transmission revealed the patient did not receive any shocks for a ventricular fibrillation (vf) episode. It was noted that shocks may not have been delivered due to programmed settings. However, the physician felt the device should have delivered at least one shock in this situation. No further information was provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).